Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that upon initial interrogation pre-implant the implantable pulse generator (ipg) battery voltage was noted to be un acceptable for implant. The device was not used and another device was implanted. There was no patient involvement.